Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received 8 no delivery alarms. The patient's blood glucose increased from 397mg/dl to 485 mg/dl. The customer did not yet treat but planned to administer a manual insulin injection after the call. Troubleshooting did not occur. The insulin pump was not returned for analysis.